Event description:
It was further reported that the patient has a surgical history of tibial tumor resections. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: pmi01195 - 67mm tibial component - unknown. Pmi01193 - custom finned femoral component - unknown. Unknown - unknown poly - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b7; d2; d4; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Revision operative notes confirm that patient was revised due to dislocation. Root cause cannot be determined for the dislocation. However, the incompatible combination of devices can be attributed to off label usage. Per the surgical technique, under warnings it states that 'improper selection, placement, positioning, alignment and fixation of the implant components, or absence of, or nonfunctioning quadriceps mechanism may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components'. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 150493 - oss reinforced yoke - 273020. Cp114584 - cust thin finn tib bushing - 443500. 161035 - oss rs axle - 139240. 150478 - oss poly lock pin - 121340. Pm100884 - small fmrl bshg set - 442970. 402439 - cobalt mv bone cement 40gm b - 949020. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00991, 0001825034-2023-00994.

Event description:
It was reported that the patient had an initial left total knee arthroplasty on an unknown date and has undergone multiple revisions. Six months after the most recent revision, the patient underwent a revision of the axle, yoke, poly, and locking pin due to dislocation. The tibial bushing was not revised as this was a custom device and there was no backup available. There was no wear present. Attempts have been made and no further information has been provided.